Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. The proximal end of the device containing the manifold was not returned. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 140mm proximal of the hypotube/midshaft bond. There was a kink at approximately 115mm proximal of the hypotube/ midshaft bond. The proximal end of the device was not returned for analysis. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A left heart catheterization was performed. The target lesion was located in the left renal artery. A 3.00x12mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft broke inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Ta left heart catheterization was performed. The target lesion was located in the left renal artery. A 3.00x12mm synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft broke inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.